Manufacturer narrative:
H6; code 400: cartridge had wedge band bypass with broken towers. Facility experienced an event with endopath* endoscopic vascular linear cutter on 7/21/97 while performing a lung biopsy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974609. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k00r07; cartridge pan in place/condition, yes/good; condition of drivers, rolled; lockout tabs on pan condition, bent and position/condition of wedge sleds, partially fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good and is hyper lockout condition present, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the returned cartridge was returned with broken towers, rolled drivers, and a bent lockout tab. No conclusion could be performed due to the condition of the instrument returned. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be indentified. It was concluded that the instrument was fully functional and conforming to design specifications. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
It was reported during a thoracoscopic lung biopsy the ez35w only fired 2 rows. The cartridge did not fire 4 rows. There was no consequence to the pt.